Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: etc.)? Did the entire cartridge fall off/fall out of the jaws? Did the cartridges break off inside the patient? As the pcee60a device is only compatible with 60mm cartridges, can you please confirm if ecr45d (45mm) cartridges were being used with the device?

Event description:
It was reported that during a semi-open bullectomy, two cartridges broke off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n57f9d. Concomitant products: reload ¿ ecr60d. Additional information was requested and the following was obtained: can you clarify which part broke off (cartridge pan, drivers, sled, plastic piece of the cartridge deck, etc.)? No information. Did the entire cartridge fall off/fall out of the jaws? No information. Did the cartridges break off inside the patient? No information. One ecr60d will be returning instead of ecr45d. The analysis results that one pcee60a device was returned with no visual non-conformances and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received unfired. In addition, another ecr60d cartridge was received unfired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.